Manufacturer narrative:
Per dexcom user guide: where to insert: belly or buttocks? All patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. Dexcom g6 system user guide chapter 2: indications for use and safety statements 24 the sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 51-53 mg/dl, and the meter bg reading was 270-271mg/dl. Reportedly, the customer had inserted the cgm onto the back of the arm, once the cgm was inserted onto the buttock the readings were accurate.